Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("the coil in the middle had perforated a wall close to my intestines") and device expulsion ("the right coil had moved out of my fallopian tube and it was in the middle") in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: patient-device incompatibility "he explained to me that my body apparently rejected the essure coils ". The patient's medical history included parity 2 (18 years old daughter & 17 years old son) and gravida ii (2). On unknown date sonogram was done don. Hysteroscopy. Concomitant products included oral contraceptive nos. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("experiencing a sharp pain on the right site and now it was also in the middel"), flatulence ("gases being stuck in my intestines / full of gases / painful gas"), feeling abnormal ("feeling so miserable"), sciatica ("occasionally sharp pain down my right leg/ it was next to a nerve and that explains the pain down my right leg") and abdominal distension ("feeling very bloaded and full of gases"). The patient was treated with surgery (on 12-dec-12 hysteroscopy to remove essure through vagina). At the time of the report, the uterine perforation, device expulsion, pelvic pain, flatulence, feeling abnormal and abdominal distension outcome was unknown. The reporter considered abdominal distension, device expulsion, feeling abnormal, flatulence, pelvic pain, sciatica and uterine perforation to be related to essure. The reporter commented: she had laparoscopy through the belly button and small incision on the bikini line he clipped my fallopian tubes diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: right coil had moved out of fallopian tube and it was in the middle.. Concerning the injuries reported in this case, the following one/ones were reported via social media:abdominal distension, device expulsion, feeling abnormal, flatulence, pelvic pain, sciatica and uterine perforation amendment: the report was amended on 01-mar-2019 for the following reason: following company internal coding review the event "the coil in the middle had perforated a wall close to my intestines" was added and coded to meddra llt uterine perforation, the event "it was also next to a nerve and that explains the pain down my right leg" was merged with "sharp pain in my right leg" and coded to meddra llt r sciatica and the event "the right coil had moved out of my fallopian tube and it was in the middle" was recoded to meddra llt partial expulsion of device. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of intestinal perforation ("it was also next to a nerve and that explains the pain down my right leg") and device expulsion ("the right coil had moved out of my fallopian tube and it was in the middle") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: patient-device incompatibility "he explained to me that my body apparently rejected the essure coils ". The patient's medical history included parity 2 ((B)(6) years old daughter & (B)(6) years old son) and gravida ii (2). On unknown date sonogram was done don. Hysteroscopy. Concomitant products included oral contraceptive nos. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("experiencing a sharp pain on the right site and now it was also in the middle"), flatulence ("gases being stuck in my intestines/full of gases/painful gas"), feeling abnormal ("feeling so miserable"), pain in extremity ("occasionally sharp pain down my right leg") and abdominal distension ("feeling very bloated and full of gases"). The patient was treated with surgery (on (B)(6) 2012 hysteroscopy to remove essure through vagina). At the time of the report, the intestinal perforation, device expulsion, pelvic pain, flatulence, feeling abnormal and abdominal distension outcome was unknown. The reporter considered abdominal distension, device expulsion, feeling abnormal, flatulence, intestinal perforation, pain in extremity and pelvic pain to be related to essure. The reporter commented: she had laparoscopy through the belly button and small incision on the bikini line he clipped my fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: right coil had moved out of fallopian tube and it was in the middle. Concerning the injuries reported in this case, the following one/ones were reported via social media: device dislocation, abdominal distension, feeling abnormal, flatulence, pain in extremity, pelvic pain, intestinal perforation and uterine perforation. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("the coil in the middle had perforated a wall close to my intestines") and device expulsion ("the right coil had moved out of my fallopian tube and it was in the middle") in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: patient-device incompatibility "he explained to me that my body apparently rejected the essure coils ". The patient's medical history included parity 2 (18 years old daughter & 17 years old son) and gravida ii (2). On unknown date sonogram was done don. Hysteroscopy. Concomitant products included oral contraceptive nos. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("experiencing a sharp pain on the right site and now it was also in the middle"), flatulence ("gases being stuck in my intestines / full of gases / painful gas"), feeling abnormal ("feeling so miserable"), sciatica ("occasionally sharp pain down my right leg/ it was next to a nerve and that explains the pain down my right leg") and abdominal distension ("feeling very bloated and full of gases"). The patient was treated with surgery (on (B)(6) 2012 hysteroscopy to remove essure through vagina). At the time of the report, the uterine perforation, device expulsion, pelvic pain, flatulence, feeling abnormal and abdominal distension outcome was unknown. The reporter considered abdominal distension, device expulsion, feeling abnormal, flatulence, pelvic pain, sciatica and uterine perforation to be related to essure. The reporter commented: she had laparoscopy through the belly button and small incision on the bikini line he clipped my fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: right coil had moved out of fallopian tube and it was in the middle. Concerning the injuries reported in this case, the following one/ones were reported via social media:abdominal distension, device expulsion, feeling abnormal, flatulence, pelvic pain, sciatica and uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.